Manufacturer narrative:
This event was identified as a duplicate of (B)(4). Event details, investigation results and conclusions are documented under MFR #0002249697-2015-03962.

Event description:
Revision of right knee due to flexion and extension instability. This event was identified as a duplicate of (B)(4). Event details, investigation results and conclusions are documented under MFR #0002249697-2015-03962.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Revision of right knee due to flexion and extension instability.